Manufacturer narrative:
H3: the axium prime was returned. There was no sl-10 catheter returned with the axium prime coil. The implant coil appeared to be stretched and detached from its pushwire. The detached element was missing and not returned. Kinks and bends were observed at 6.5cm to 34.0cm from the proximal end. The ai to release wire crimps, coupler to ai crimps, and coupler to pusher tube weld are present and intact. The pusher was found broken at the break indicator (manual detachment location) with the release wire pulling back; it appeared that the manual detachment was attempted at this location. The coin was found not present at the lumen stop as it was missing. The shield coil was present and intact; but stretched. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00263¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00461¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed the axium prime coil was confirmed to have prematurely detached. Based on the returned device, there was evidence of manual detachment attempt to detach the coil. The pusher was also found to be broken at the manual detachment location with the release wire pulling back; subsequently causing the implant coil to detach from its pushwire. In addition, the pusher was bent and kinked along its length, indicative of high tortuosity. Furthermore, the implant coil appeared to be severely stretched. It is likely that these damages occurred when the customer attempted to advance the axium prime coil through the sl-10 catheter against the reported resistance. However, the cause for resistance could not be determined. Possible causes of resistance include patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. Since the sl-10 catheter, the coin, detached element were not returned; any contribution of sl-10 catheter, the coin and detached element to the reported issue could not be assessed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first coil was delivered to the target lesion, but it was noticed the coil stretched in the hub. A second coil was delivered, but it prematurely detached in the catheter. A third coil was then used, but it became stuck at the catheter hub. It was reported to be unknown if there was any damage to the coils or catheter and unknown if the coil pushed out of the sheath smoothly. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. It was indicated that all devices were prepared as per the instructions for use (IFU), and reported that there was no patient involvement with the event. Ancillary devices include an sl-10 microcatheter.

Event description:
Additional information received reported that as soon as the coil entered the catheter it was detached, and was not believed to have entered the patient's body. The second coil was removed. The patient's lesion was basilar top, and the size was >=2.5mm small. But in the middle of procedure, basilar top was ruptured, so the physician tried to stop bleeding by using axium fc. The patient's vessel tortuosity was normal.

Manufacturer narrative:
A2: the patient was thought to be in their 70s. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.